Event description:
Patient was born with pure esophageal atresia. On (B)(6) 2021 the flourish pediatric magnet catheter was used for repair of the esophagus. The magnet catheter was replaced on (B)(6) and then removed on (B)(6). The patient developed a life-threatening tracheoesophageal fistula from the esophagus to the left main bronchus that required emergency surgery (thoracotomy). A bronchoscopy and esophagoscopy were done on (B)(6) 2021 and verified the large tef; the patient decompensated and required emergent thoracotomy. FDA safety report ID # (B)(4).